Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with the dilator in the sheath unsnapped, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath, and tip revealed that the sheath had a kink 4.5cm proximal of the tip. The tip was damaged as it was folded backwards and there was ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but did not meet release criteria. When the physician fully recaptured the closure device, the was became kinked. The wds was removed from the patient and a new wds was used to successfully complete the procedure. There were no patient complications or consequences that were reported to have occurred.

Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but did not meet release criteria. When the physician fully recaptured the closure device, the was became kinked. The wds was removed from the patient and a new wds was used to successfully complete the procedure. There were no patient complications or consequences that were reported to have occurred.